Event description:
24-year-old female consumer states she has been a long-time user or brand. Consumer reports on recent use she attempted to remove the tampon adding it had only been in 4 hours, and the string came out leaving the tampon behind. Consumer required assistance from her obgyn to have it removed.